Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient's ins and both extensions were explanted in (B)(6) 2016 due to an infection in the battery pocket. The rep reported that the patient's ins and extensions were replaced and the issue was reported to be resolved as of this report. No device issues were reported.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.